Event description:
It was reported by the hosp that the chamber door to a magnaclave sterilizer blew open under pressure during a sterilizing cycle. The door locking mechanism had malfunctioned some time earlier, however the school's personnel continued to use it which led to this event. Nobody was in the room when the door blew open.